Manufacturer narrative:
(B)(6) 2014

Event description:
It was reported that following the implantation of a monarc, the patient underwent vaginal excision of the mesh. It was further report that the patient also underwent bladder exploration and removal of foreign body mesh sling, as well as bladder stone removal, urethroplasty reconstruction, cystoscopy. The patient also had a right ureteric catheter placed. It was noted that the device malfunctioned. Additional information was requested, if received a follow up report will be sent.